Event description:
It was reported the label was missing and storage condition. No patient injury reported.

Manufacturer narrative:
No lot number was provided and device history record (DHR) review could not be performed. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence, therefore no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. UDI, operator of device are unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.